Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Reportedly, the customer used a manual injection to address elevated bgs. Customer used cartridge past labeling. Tandem technical support educated customer on cartridge labeling. Customer declined to further troubleshoot with tandem technical support.